Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, angina and stenosis are listed in the instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with angina and a 2.5x12 mm xience alpine stent was implanted in the 90% stenosed, mid left anterior descending (lad) coronary artery. On (B)(6) 2017, the patient returned presenting angina. The patient was compliant with dual antiplatelet drug therapy after the index procedure. Angiography was performed and confirmed the previously implanted xience alpine stent was 99% restenosed. The patient was successfully treated with dilatation using a 2.5x12 mm trek rx balloon dilatation catheter. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.